Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per review of wo on 09apr2026, there was no patient involvement.

Manufacturer narrative:
The reported issue is confirmed. The root cause was a failed mixing pump. The device was evaluated upon receipt. During the equipment test, the t4 temperature drops normally to around 4¿6°c. However, even when the mixing pump command is set to 100%, the water temperature does not increase. The mixing pump is currently not operating properly and needs to be replaced. (Arctic sun 5000) 113 reduced water temperature control. Mixing pump replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.